Event description:
Customer reports use by date on the test strip vial for the advantage system is 7/30/2007. Manufacturer's database and batch record confirm actual use by date to be 4/30/2007. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.